Event description:
The customer called reporting their precision xtra meter had spontaneously changed the date and time and they are constantly having to reset them. The customer also reports using the p link software as well as other meters and reports never having issues with any other meter. This is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Although, the complaint was not confirmed for the meter, the software issue is a known malfunction and the date and time could have changed when data was being uploaded to a computer. Customers and retailers have been informed through the adcfa21dec2006 letter.